Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0yh4n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the patient reports the neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. The patient reported a loss of therapy. Implant was the day before call. Patient and her husband said they don't know how to work it and the book was hard to understand. It was fine overnight, the patient slept from 10 till 5 am then started going every 1.5 to 2 hours since then and does not feel the vibration. The patient does not feel the stimulation. Callers said the representative had set the stimulation and patient was taking antibiotics. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.